Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr), gap of 7-10mm and thin lateral leaflet for a triclip procedure. During the procedure, first triclip was implanted on the anterior and septal leaflet. A second triclip was placed on the central side of the posterior and septal leaflet (p/s). Grasping and capturing was performed and leaflet assessment was good. After lock line removal while deploying the clip, posterior leaflet was visually detached. Clip was deployed and the clip was attached to only septal leaflet. It was decided to implant the third clip for reduction and stabilization. Grasping and capturing was successful and leaflets insertion was good. Clip was closed and had good tr reduction. But after few minutes, the posterior leaflet slipped out of the clip. It was noted that there was damage to the posterior leaflet due to the third triclip. Physicians decided to remove the clip. The final tr was grade 5. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case, based on the information reviewed, the reported positioning failure (loss of leaflet capture) appears to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be a cascading effect of the reported positioning failure. Tissue injury is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.